Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation. This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but due to a use error that might be considered to present a potential for harm.

Event description:
Arjohuntleigh has become aware of the customer complaint indicating that during the load testing on the maxi sky 1000 ceiling device, an unfortunate series of events occurred that put a resident at risk. Based on the information reported, while arjohuntleigh service technician was performing the load test and shifting the weighting plates, the utility cart had been put in motion. This somehow caused a resident who was sitting and watching the weighting procedure to be hit in both leg shins. However, there was no serious injury to this resident nor medical intervention required. Despite that there was no product malfunction, this complaint decided to be reportable in abundance of caution as there is potential that similar sequence of actions taken by the service team can present a risk for harm.

Manufacturer narrative:
An investigation was performed based on the gathered complaint information. Arjohuntleigh has become aware of the customer complaint indicating that during the load testing on the maxi sky 1000 ceiling device, an unfortunate series of events occurred that put a resident at risk. Based on the information reported, while arjohuntleigh service technician was performing the load test and shifting the weighting plates, the utility cart had been put in motion. This somehow caused a resident who was sitting and watching the weighting procedure to be hit in both leg shins. However, there was no serious injury to this resident nor medical intervention required. According to that, this particular complaint appears to be an isolated occurrence. No malfunctions regarding the ceiling lift nor ceiling track installation system were found that could have caused or contributed to the event. When reviewing similar reportable events registered in the last five (5) years (since aug 2011 up to sep 2016) for maxi sky 1000 and similar ceiling lifts, we have not found any cases with the same or even a similar fault description compared to the one investigated here: resident hit by the utility cart (not arjohuntleigh medical device) upon conducting a load test on the arjohuntleigh ceiling lift. The situation where the utility cart was set in motion upon performing the weight test on our device is considered to be unfortunate accident. There are also other factors that need to exist to cause this incident e.g.: lack of carefulness, lack of space. From our evaluation, we consider this event to be isolated case where the service technician was not careful enough to avoid this incident and the ceiling device played a passive role in the event. The device did was not used for resident care at the time and there was no failure or malfunction with the device. This complaint decided to be reportable in abundance of caution as there is potential that similar sequence of actions taken by the service team can present a risk for harm.